Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) testing revealed anomalous output condition. The no output condition was the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that the device reached eri (elective replacement indicator) and was replaced. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.